Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with pain, and it was also noted a bump on the top side of the shaft. The ipp was explanted and replaced with a smaller size. There is no additional information reported.